Event description:
The customer reported that their 3com network switch failed and they were unable to connect the bedside monitors to the acuity central monitoring station. This resulted in a loss of centralized pt monitoring. There was no report of any pt harm as a result of the reported event. The customer did not provide any pt info.